Event description:
The customer reported two units of red-tinged plasma derived from whole blood. There was not a transfusion recipient or patient involved at the time of the whole blood processing for plasma units, therefore, no patient information is reasonably known at the time of the event. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: two disposable sets were received for evaluation. Samples were taken from the returned bags for hemolysis testing, with hemolysis found in one sample. With regard to sample 1, the concentration of free hemoglobin of the plasma was less than 20mg/dl and the red blood cells settled out by centrifugation. Therefore it is inferred that the plasma had been affected by red blood cell contamination. Hemolysis testing was performed on the cationized and super-cationized membranes that were sampled from a typical hemolyzed lot. Hemolysis was found. Reserve samples for this lot were visually examined, and the solution volume and solution composition were tested, with no abnormalities noted. The manufacturing and testing records were reviewed. The lot conformed to all specifications. The pretreatment process of cationization had been switched to another machine, affecting this lot. Root cause: based on the results of the hemolysis tests and investigation of the quality information, it is possible that a combination of the following factors caused the incident. It is possible that the cationization levels of the filter is causing the hemolysis. The pretreatment process for cationization was moved to another machine. Hemolysis can also be caused by the following:-characteristics of blood, e.g. Red blood cell fragility-bacterial contamination-excessive cooling-filter clogging - filtration time is extended because the filter is likely to clog, and when red blood cells flow through such a filter, a physical stress on the red blood cells may cause hemolysis. Corrective action: the pretreatment process of cationization has been moved back to the original machine. When aggregation is observed in the blood prior to filtration, the leuko reduction filter is likely to clog or filtration rate to slow. The risk for development of blood aggregates can be decreased by agitating the blood during and at the end of blood collection, so that filter blockage can be prevented. Also, in order reduce the risk of slow blood flow, the bag should be agitated before the start of filtration to evenly disperse separated blood components.